Manufacturer narrative:
The event occurred in (B)(6). Device was discarded.

Event description:
On (B)(6) 2014, patient's diet counselor reported patient went to the ER with elevated blood glucose level of 608 mg/dl on (B)(6) 2014; is currently in stationary treatment in the ICU receiving insulin via perfusor for correction. Counselor stated hospital staff removed the infusion set cannula and noticed that it was bent; has been discarded by staff. On follow up on (B)(6) 2014 diet counselor reported the patient felt better and her blood glucose level was 200 mg/dl. Diet counselor stated she checked the history of the infusion device and noticed a lot of e4 (occlusion) error messages. Diet counselor reported patient was changed to her infusion device at 11:40 am and it works fine but she needs further intensive care. Diet counselor stated the patient's puncture area is with redness and swelling; and her hba1c is 12.2%. Patient has lost her husband due to an accident. No product return was requested.